Event description:
It was reported to boston scientific corporation that the device button locking adapter of a corflo cubby low profile gastrostomy device cracked when the right angle feeding tube was connected. The device was replaced with another corflo cubby low profile gastrostomy device.

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.